Event description:
Nurse was infusing a secondary medication (zofran) at the upper y-site of a gravity IV tubing when the nurse noticed bubbles going up the main line into the primary bag. Medication was infusing into the primary bag. The thought is that the backcheck valve did not function correctly. The IV set-up was removed from the patient and new solutions mixed and administered. The facility will let the manufacturer know that they can pick up the tubing for examination.